Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07jan2020.

Event description:
The hospital biomed reported the unit will not power on. He replaced the flow sensor due to failing oxygen mix accuracy tests. The biomed stated the cable from the da pcb (data acquisition printed controller board) to the flow sensor burnt when replaced the flow sensor and now the unit will not power on. There was not patient involvement. Philips technical support advised caller to try to swap out the pm pcb to see if it resolves the issue.

Manufacturer narrative:
Date received by manufacturer: 19feb2020. Report date: 05mar2020. The customer reported that the data acquisition board was replaced; however, the issue still persists. The unit failed oxygen and air flow testing. The customer later reported that the replaced parts resolved their issue.

Manufacturer narrative:
Date received by manufacturer: 09mar2020. Report date: 10mar2020. The customer later reported that it was determined that their tester was failing. The tester will be repaired. .